Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc on 1/11/2017. The evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Leaving the complaint open to await the completion of the equipment evaluation. Device manufacture date: monitor: sn (B)(4): 6/8/2015. Electrode belt: sn (B)(4) : 10/30/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reportedly at home and unconscious at the time of the event. The patient's wife called ems who reportedly made resuscitation attempts. Prior to passing away, the patient received 3 inappropriate treatments. At 4:10:12, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was bradycardia at 10 bpm. The post-shock rhythm was asystole. At 4:12:53, the patient was treated for a second time. The rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole. At 4:47:10 the patient received a third treatment. The patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole. The patient remained in asystole until the electrode belt was disconnected at 4:50:16. There is no evidence to suggest that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm.